Event description:
This report is for a revision surgery, due to malunion, for a broken vectra plate (mentioned complaint (B)(4), date unknown). The patient underwent a revision surgery because of a malunion of a cage. This revision was done with a syncage c and vectra plate. A few weeks (date unknown) post-operative surgery, it was noted that two unknown screws had stripped from the vertebral body bone. It is not known if another revision surgery is needed. This report is for two unknown screws. This is 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, manufacturing records could not be provided. According to the information on the received documents it has been noticed that the screws had stripped from the vertebral body bone. Since the concerned implants were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. This report is for two unknown screws.